Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, replace battery now alarm, short battery lifetime, and keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was partially performed and the display did not return after pump restart. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device would be returned.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. No blank display anomalies noted during testing. All buttons functioned properly during testing. Tsuccessfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected power/battery related alerts/alarms on the event date or seven days prior from the event date. Battery cycle 35.0 received the lowbatteryalert (104) on 07/16/2025 08:28:00 after more than 7 days at 19.52 days. Battery cycle 34.0 received the lowbatteryalert (104) on 06/26/2025 10:21:00 after more than 7 days at 20.85 days. Battery cycle 33.0 received the lowbatteryalert (104) on 06/05/2025 04:21:00 after more than 7 days at 14.08 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage was noted during visual inspection. Found no moisture damage on the keypad assembly, the j1 connector on pcba 1 was locked properly. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked battery tube threads, partially broken off belt clip rail, peeling serial number label, and scratched case. Unexpected low battery alarm, unexpected battery power loss, blank display anomaly, short battery life was not confirmed during analysis. Unexpected power loss of less than 7 days was not confirmed. Keypad/button unresponsive anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.